Event description:
The customer reported reduced vaporization efficiency during a prostate procedure and that the fiber behaved as if in coagulation mode. The procedure was completed with electrocautery. It was reported that there was no harm to the pt.

Manufacturer narrative:
The reduced vaporization efficiency reported by the customer is not considered to be reportable. The device was subsequently returned to the MFR and analyzed. Joules were verified on the fiber card as 6,700 joules. Failure analysis disclosed that the glass cap had a circumferential fracture distal to the fiber/cap fusion zone and that the fiber prox to the fracture can rotate independently of the metal cap. This cap condition is indicative of a fracture of the glass cap, beneath the metal cap, and may activate the fiberlife function. Fiberlife would modulate the power, showing a pulsing beam, or the system would be placed into standby mode. The metal cap also showed burnt on detritus and devitrification at the output window. This cap condition may also cause forward firing of the side firing fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and/or anatomical/procedural factors encountered during the procedure, accelerating cap wear and limiting the performance of the fiber. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage. (B)(4) - thermal problem.